Event description:
It was reported that a customer experienced a broken screen on their insulin pump. No information regarding any adverse impact on the customer's blood glucose level was provided. The distributor, (B)(4), was notified, and arrangements were made for the pump to be returned and replaced. A replacement pump with serial number (B)(6) was prepared for the customer.